Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed growth of 1+ non-lactose fermenting gram negative rods (species unspecified). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87212 and lot number 18lr08066. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty cycler set product issue or malfunction caused or contributed to the patient event. The patient¿s pd effluent yielded growth of 1 + non-lactose fermenting gram neg rods but the organism is unknown. Therefore, the exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient had a prior event of peritonitis in apr/2019 and was treated with antibiotics which may have been a contributing factor in this event. Patients with a previous history of peritonitis and antibiotic therapy are at risk for developing subsequent peritonitis infection.